Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box,, lot #73g1500464 investigations did not show issues related to the complaint. The device is reportedly unavailable. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the stapler is not closing the skin. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that there are no staples remaining in the coverblock. The stapler was received with a plastic bag with formed staples in it. The returned staples were visually examined. Five of the six returned staples appear typical. However, the sixth staple is bent and malformed. No other defects or anomalies were observed. The stapler was disassembled and confirmed to have been correctly assembled. The forming tool was examined with no defects or anomalies observed. Reference attached files (B)(4) for investigation photos. A functional inspection could not be performed on the returned stapler as there were no staples remaining in the coverblock. However, the forming tool of the returned stapler was removed and inserted into a lab inventory stapler of the same type to test the forming tool for proper staple forming. Using hand pressure, the trigger was engaged to completion. The stapler fired and released one correctly formed staple. No problems were found. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the time of discovery and the type of damage observed indicate that operational context caused or contributed to this event. The reported complaint of staples not closing was confirmed based upon visual examination of the returned formed staples. One of the staples returned was bent and malformed. However, the stapler was received with no staples remaining in the coverblock and could therefore not be tested. The forming tool from the returned stapler was tested in a lab inventory stapler and was able to correctly form staples. A device history record review was performed on the stapler with no evidence to suggest a manufacturing related cause. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The type of damage observed on the returned malformed staple is unlikely the result of the stapler. All staplers are 100% inspected for firing at the time of manufacturing. Therefore, based upon the damage observed and the time of discovery, operational context caused or contributed to this event.

Event description:
Reported event: the stapler is not closing the skin. The patient's condition was reported as fine.